Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by giving correction insulin injection by pen or syringe, did not require assistance from a third party. Technical support guided customer through resetting pump, after which malfunction did not recur and customer was advised to continue using pump and to call back if problem returned.